Event description:
It was reported that the left ventricular lead dislodged. It was explanted and replaced with a lead of a similar type. No patient complications have been reported as a result of this event.